Manufacturer narrative:
Device photos received for evaluation.

Event description:
Patient reported left side "prosthesis is contracted" and "is frightened by the problem". Prosthesis shows numerous complex folds and nonspecific lymph nodes along axillary and internal mammary chain diagnosed via MRI. Healthcare professional reported pain due to rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side "prosthesis is contracted" and "is frightened by the problem". Later patient reported left prosthesis shows numerous complex folds and nonspecific lymph nodes along axillary and internal mammary chain diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease folding of implant: not observed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported left side "prosthesis is contracted" and "is frightened by the problem". Prosthesis shows numerous complex folds and nonspecific lymph nodes along axillary and internal mammary chain diagnosed via MRI. Healthcare professional reported pain due to rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "prosthesis is contracted" and "is frightened by the problem". Prosthesis shows numerous complex folds and nonspecific lymph nodes along axillary and internal mammary chain diagnosed via MRI. Healthcare professional reported pain due to rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "prosthesis is contracted" and "is frightened by the problem". The device remains implanted. This relates to an unknown side.